Event description:
The device was used during a low anterior resection. It was reported on the rectal side of the donut between 4 and 6 o'clock there was a very thin area with leakage. The proximal donut appeared to be fine. The case was completed by oversewing. The patient had received radiation and tissues were stuck to bladder an other tissue. The ussc roticulator 30 3.5 was used for distal staple line uccs purse string applier was also used.